Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 445 mg/dl at the time of incident. The customer was not admitted into the hospital as a result of high blood glucose. Customer did not experiences any symptom related to the high blood glucose. Troubleshooting was declined for high blood glucose under delivery. The customer was treated with the manual injection. The customer stated that insulin pump gives no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No displacement anomaly noted. Motor passed motor test.